Event description:
Additional information received from the manufacturer's representative reported that the ins was replaced on (B)(6) 2015 with another ins of the same model. The hospital staff disposed of the explanted device and it would not be returned for analysis. The patient was doing fine and receiving therapy with the new ins.

Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) reported the generalized dystonia patient's implantable neurostimulator (ins) "was switching off" and that the patient was "aware that symptom control was not so good." It was noted the ins was found to be switched off during a routine check by a nurse and that the patient's "mother communicated that this had happened at least 11 times recently" at the time of report. The issue had reportedly "only started in the last couple of months" prior to report. The nurse turned the patient's ins back on at that time. The patient's ins had reportedly switched off again on (B)(6) 2015. It was noted the patient had recharged the day prior and that when checking the ins on (B)(6) 2015, "it was already at 50%." Impedance testing was performed and found impedances ranged from 927-2608 ohms, with a left therapy impedance of 1380 ohms and a right therapy impedance of 866 ohms. The recharger was replaced in an attempt to troubleshoot the event, but the "problem had continued." It was noted the ins had not been previously overdischarged. No surgical intervention had been performed or planned and the issue remained unresolved at the time of report. The ins remained implanted and in service at that time. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that when the patient's device switched off the patient became very stiff and was unable to self-care. Impedance testing performed at the time of report showed that once again impedances were within normal limits. No reprogramming was performed at that time. It was noted the patient's ins was found to have been switched off again at that time and that it was the third time it had occurred that week. Interrogation of the ins indicated no therapy loss count however. The patient's mother reported that there was always charge on the device when she switched it back on and that she was charging the ins every other day for approximately 2-3 hours, but only until it reached 3/4 full. When the ins was recharged on the day of report good coupling was received. The patient was ok any receiving therapy when she left the hospital. It was noted the patient did not have a patient programmer and was implanted with a baclofen pump which they did not receive bolus injections from. When measured, the pump ranged from 18-21 cm away from the ins.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient had kept a therapy diary since their last appointment and that on (B)(6) 2015, it was found to contain three entries. On (B)(6), the patient¿s ins was reportedly found to be off and was switched back on each time. It was noted the patient was ¿in bed¿ during each discovery. Interrogation of the patient¿s ins therapy log indicated the ins had been on constantly since the patient¿s last follow-up. The sole exception was therapy being lost and the ins turning off due to an ins discharge on (B)(6). The patient¿s ins was then recharged later that day and the therapy was turned back on (B)(6), about a day after having turned off. The patient did not leave the house except for hospital appointments and their baclofen pump was set to continuous mode. The patient reported that it was ¿getting more troublesome to recharge, both the length of time and frequency had increase¿ at the time of follow-up. The patient reportedly ¿had only been able to get the device up to 50% charged the last couple days.¿ at the time of report, the patient was initially only getting four coupling bars with a not fully charged recharger, but when the recharger was plugged in, her coupling bars increased to six bars. Impedance testing was performed on (B)(6) 2015 and found all impedances were ¿within normal limits.¿ the patient was scheduled for another follow-up appointment for (B)(6) 2015, however the day prior to report, a nurse involved with the case indicated ¿the device was no longer holding its charge¿ and they were ¿going to schedule a replacement.¿